Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the display screen was blank. A leak test was performed, and there was no leak observed. There was residual moisture found on the printed circuit board and on the display screen connection. A test display was installed in order to adequately assess the keypad complaint; no issues were found with the keypad buttons.

Event description:
A family member reported that the buttons are not responding to presses. It was reported that the patient wears the pump in the pool. There is no moisture in the pump.